Event description:
(B)(4) study. Same patient as MDR ID#: 2134265-2013-00325, 2134265-2013-00326, 2134265-2013-00328. It was reported that following a coronary artery stenting treatment procedure, the patient had coronary artery bypass graft (CABG) to the stented vessel. In (B)(6) 2010, the patient had unstable angina. A taxus liberte stent was placed in the ramus intermedius. In (B)(6) 2011, angiography revealed 80% in-stent restenosis within the study stents the in the mid and dist rca. No intervention was performed and the patient was treated medically. In (B)(6) 2012, the patient presented with chest discomfort. The patient was diagnosed with unstable angina pectoris and was hospitalized on the same day. The patient underwent coronary artery bypass graft (CABG) procedure with saphenous vein graft (svg) to right posterior descending artery (r-pda) and svg to ramus intermedius. Post operation the patient developed atrial fibrillation and was subsequently treated with amiodarone, beta blockers and coumadin because of persistence of atrial fibrillation. The patient returned to sinus rhythm. The event was considered as resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).